Event description:
It was reported that when the patient was sitting with adaptive stimulation turned on their amplitude would automatically adjust. This issue had been present for 2 to 3 months prior to the report. The patient only had 1 group with two programs. Program 1 went from 3.6 to 3.3 volts and program 2 went from 4 to 3.6 volts. During this entire time the position read as upright. The patient¿s settings were: mobile program 1 = 3.6v program 2 = 4.1v upright program 1 = 3.3v program 2 = 3.4v lying back program 1 = 2.9v program 2 = 3.3v lying front and lying right program 1 = 2.4v program 2 = 2.9v lying left program 1 = 2.4v program 2 = 3.0v a manufacturer representative reoriented the patient¿s implantable neurostimulator (ins) twice. They also set the amplitude for upright and upright mobile to be the same but the problem persisted. The patient was getting good relief but felt like the adaptive stimulation was adjusting the voltage improperly. The amplitude was fluctuating back and forth between upright and adaptive stimulation voltages. There were no falls or injuries to account for the issues and no weight loss. The ins was snug in the pocket. The only issue was between upright and mobile. When the patient was in an upright position the amplitude fluctuated back and forth between the increased mobile amplitude and upright amplitude. The trend showed 10 to 12 minute mobile times. The stimulation was increasing when the patient was standing or upright and it would go up high. The patient could feel it increase and they could see the numbers increasing on their programmer. The numbers would later drop back down. The issue was not present when the patient was laying down. The adaptive stimulation was turned off. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).